Event description:
The previously reported in stent restenosis was assessed to be possibly related to the study device and not definitely related as previously reported. The previously reported target lesion revascularization is now indicated as a target vessel revascularization.

Event description:
Approximately 3 years post index procedure, the patient had a revascularization of the target lesion due to in-stent restenosis. The investigator assessed that the event was definitely related to the study device. The patient recovered with treatment.

Event description:
During the index procedure, the patient had a complete se sfa ide stent implanted in the left proximal sfa. Approximately 23.5 months post index procedure, the patient underwent a staged procedure and had a resolute integrity rx drug-eluting stent implanted in the distal lcx. On the same date an angiography showed that the left origin of the sfa had 90% stenosis. In the stented segment it had discrete 80-90% stenosis. On the right side the right sfa had 80% to 90% stenosis in multiple areas extending from the proximal to distal segment. Left renal artery stenosis was treated by revascularization (ntvr) using angioplasty and deployment of non-medtronic stent in left renal artery approximately 32 months post index procedure. Approximately 34 months post index procedure, the patient underwent vascular intervention due to sfa stenosis. The patient recovered with treatment. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
Evaluation results: inherent risk of procedure -revascularization. (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure -revascularization. (B)(4).

Event description:
The previously reported revascularization approximately 3 years post index procedure was assessed as possibly related to the study device.